Manufacturer narrative:
See mdr1920664-2008-00077 for the intraocular lens used with this delivery device.

Event description:
The haptic kinked during the insertion of the lens into the patient's eye. The incision was enlarged to remove and replace the lens. Sutures were required. The patient has completely recovered.